Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on circuit board which resulted in power up anomaly. The device was tested on the bench and it was revealed that original ac power adapter was defective as unit powered on and there were burn marks to the main pcb.

Event description:
It was reported that the patient's merlin.net transmitter will not power up following a storm. Patient tried to reset the prongs and plugged it back to the active outlet without any success. The device was returned and replaced.